Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl and has gone up to 100 mg/dl after eating candy. Customer has treated with food. Customer had been experiencing low blood glucose for two weeks and had headache. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer believed insulin pump was over delivering. Customer stated reservoir was showing less insulin than what was shown on the status screen. The insulin pump and reservoir will not be returned for analysis.